Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted with no issues observed. However, after the procedure was finished, the lead was tested and the pacing and sensing values were observed to be abnormal. A new procedure was performed the following week where this lead was surgically abandoned. A new lead was implanted without further complication. No additional adverse patient effects were reported.